Manufacturer narrative:
This is 2 of 2 reports.

Event description:
During the coil embolization procedure the first coil was deployed successfully. It was reported that while re-positioning of the second coil (subject coil)resistance was felt and the first coil came back into the catheter. Physician then pulled the catheter down out of the aneurysm and safely removed both the coils.there were no clinical consequences reported to the patient.

Manufacturer narrative:
Further review of the event determines that the when the second coil was being advanced resistance was observed and the first coil started coming back and both the coils was were trapped in the microcatheter. Physician safely removed the coils along with the microcatheter. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the coil embolization procedure the first coil was deployed successfully. It was reported that while re-positioning of the second coil (subject coil)resistance was felt and the first coil came back into the catheter. Physician then pulled the catheter down out of the aneurysm and safely removed both the coils. There were no clinical consequences reported to the patient.